Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge his ipg device. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was not able to charge his ipg device. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was not able to charge his ipg device. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information indicates that the physician revised patient's pocket site. The patient is reportedly doing well following the procedure.